Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A laser surgical technician reported during a lasik procedure the laser stopped with two seconds of treatment remaining. Reporter indicated attempts were made to resume and complete the procedure; however the case was finally aborted, and the treatment plan was re-entered and procedure was performed again from the beginning.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The reported problem could be identified by the logfile review. The most possible cause is the time duration of the user to get good tracking of the eye and rerunning of the center test. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause was identified as user handling during eye tracking and ongoing rerun of the center test. The manufacturer internal reference number is: (B)(4).